Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the introducer needle was jagged with a sharp edge that caught the wire causing it to get stuck and unravel. There was no patient injury or consequence. The patient is reported as "fine". It is unknown if therapy was interrupted/delayed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the introducer needle was jagged with a sharp edge that caught the wire causing it to get stuck and unravel. There was no patient injury or consequence. The patient is reported as "fine". It is unknown if therapy was interrupted/delayed.